Event description:
The product complaint report shows the customer alleged that while the ventilator was in use on a pt, the high pressure alarm activated. After several attempts to reset the vent, it was removed from the pt. Although there was no reported pt injury, the therapist felt that if the unit continued to pressurize, the pt could have been harmed. It was reported that shortly after the vent was removed, a test lung was placed on the unit and it became over inflated. After the unit was sent to the biomedical dept for eval, the reported problem could not be duplicated. The hosp notified co and a customer svc engineer was sent to evaluate the unit. Neither he nor the bio-med tech could duplicate the reported problem. It has been suggested by hosp personnel that the although this claim could not be substantiated, the unit is not believed to have malfunctioned. This report is not an admission by co that this device caused or contributed to the event alleged in this report.